Event description:
Hold kv 6/9/23 information was received from a patient (pt) regarding an external device. The reason for call was patient reported the recharger is taking longer to find the implant and he is not able to charge the implant now. Patient the controller showed reposition recharger and try again. Patient stated when he was recharging the implant, he rolled over the recharger and the recharger was hot and the little box on the cord was hot. Walked the pt through the position [14] screen, where the pt reported seeing the looking for a device [15] screen. Pt reported seeing passive recharge mode (prm) w/ numbers fluctuating based on the recharger paddle placement. Pt noted that they tried charging the ins two nights ago, where they repositioned, unplugged the cord, turned the controller off and then back on, and also did controller resets, but was unable to resolve the issue. Had the pt work through prm for five minutes, but the pt reported getting no device found [16]. Pt noted the numbers in prm were fluctuating between 6-100, despite the paddle being placed directly over the ins. Pt also reported seeing the unable to recharge [74] screen.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) serial number (B)(6) found there was a no device found message and the recharger was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.